Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 700 mg/dl. Customer reported that the insulin pump had several no delivery alarms during bolus delivery. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a button error alarm and would not turn on. Customer reported that the insulin pump could have been exposed to moisture that led to keypad anomaly and blank display. The insulin pump will be returned for analysis.